Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that the patient had a lumbar e xternal drainage tube placed for spontaneous subarachnoid hemorrhage (grade h-h2). On (B)(6) 2024. On the morning of july 15, when the nurse was pouring the drainage fluid, they found that there was leakage on the side of the lumbar external drainage and monitoring system collection bag, and stopped using it immediately. After strictly disinfecting the interface, the drainage bottle for drainage was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was discharged normally.